Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Fifteen days prior to receipt of this report the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged five days after admission. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.